Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off of the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: a loose thread fragment and a detached needle were returned for evaluation. While analyzing the thread ends, it was possible to identify a piece of needle attached; therefore, the defect is a needle breakage not a needle pull off, as initially reported. The needle sample was visually inspected and clamping marks were found on the stria region. The needle piece attached to the thread was also analyzed and clamping marks were found too. In the functional inspection, the ductility and bending tests were performed and all results met the quality requirements. The needle breakage is probably associated to the handling of surgical instruments when taking the product out of the package or during the procedure. (B)(4).